Manufacturer narrative:
A beckman coulter field service engineer (fse) was referred to the ER (emergency room) due to finger injury. A metal shaving entered the fse finger when lubricating the belts of power processor basic track one outlet during preventative maintenance. Based on the information provided the ER doctor administered a tetanus shot and ordered x-rays of finger. The metal shaving was removed from finger, no further medical attention required. No medications were prescribed. There was no evidence of a system malfunction. The cause of injury was an accidental injury during routine pm. The fse did not have to miss work due to this injury. No further harm was reported. A2, a3, a4, a5: no patient involvement. The beckman coulter identifier is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported sustaining an in injury to his finger when performing preventative maintenance on their power processor basic track one outlet. The fse indicated that while lubricating belts during a pm task, a small metal sliver shaving entered their finger. The injury was not immediately reported. The fse later sought medical attention due to pain and swelling in their right thumb. The fse was referred to the emergency room (em) where they were administered a tetanus shot as a result of injury. The fse also got an x-ray of his finger. The fse confirmed the metal shaving was gone after medical attention. No work was missed due to this incident, no medications were prescribed. No additional harm was reported.